Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The customer ultimately filled and loaded the cartridge successfully. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.